Manufacturer narrative:
The initial reported event of lead fracture and lead was replacement was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: d154awg ICD, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead fracture. The lead was replaced. No patient complications have been reported as a result of this event. It was further alleged by an attorney that the patient suffered damages due to the defective lead.